Event description:
The customer reported that there was a popping noise from the system and the second pop caused the system to shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. The system operates as intended.